Event description:
The event occurred in south korea. It was reported that an audible alarm occurred on the rotaflow console and the rpm was 0 and the flow display shows arrows. The incident occurred during patient use and the treatment could be continued after rebooting the device. No harm to any person has been reported. New information has been provided by the ssu (sales and service unit) dated on 2026-05-15, that the pump stopped due to the lower limit of flow. Therefore, the device was replaced during patient treatment due to concerns that the failure might recur. Since the device was exchanged during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on year 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.